Manufacturer narrative:
(B)(4). The catalog# consisting of 116100, as report, is an incomplete catalog number for the rusch endobronchial tube. Lot number - 13kt18. The device sample was not returned for evaluation at the time of this report.

Event description:
The customer alleges that the connector of the tube easily detaches.